Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Repair completed by re-aligning heater cover. This device is used to obtain results for a diagnosis. Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is an real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer.

Event description:
A customer reported a misaligned heater cover on the instrument applied biosystems 7500 fast dx (CT. No. 4407205) with serial no. (B)(4), resulting in incorrect reporting results. No pt involvement reported. (B)(4).